Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient lost their ins recharger (insr) and could not recharge. The rep reported that they could not communicate with the insr nor patient programmer (pp). The rep stated last night they walked the patient through doing two physician recharge modes (prm¿s) at home. The patient did another two prm¿s this morning and they still were unable to charge normally. The rep stated that no external devices were communicating with the ins in the office today. The rep reported they repositioned the antenna several times and turned the antenna dial with no success. The rep stated the patient received a new insr about 2-3 months ago and they had known the ins had been dead. No symptoms were reported. No further complications were reported. Follow up was conducted. Additional information was received from a representative (rep) regarding the patient. It was reported that the patient and their healthcare professional (hcp) decided to do a battery replacement considering the damage the implantable neurostimulator (in) (B)(6) have occurred by letting it go dead. The rep stated they were working on finding a date for a replacement procedure to upgrade their entire system. The rep stated that the cause of the inability to charge nor the lack of communication had been determined. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a representative (rep). It was reported that the patient's weight was (B)(6). No further complications were reported.